Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying a failed hardware error. The field service engineer (fse) observed that the drawer clicked three times but did not open. The brackets were adjusted and the rails were examined. The drawer was manually opened, but it was difficult to close. The inseparable component was checked and replaced. A medication jam was identified at the front of the drawer, and debris under the pockets was removed to restore proper operation. Diagnostics were tested. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had hardware failed. Customer tried to unplugging the power cord from the station but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.